Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the patient presented to the emergency room with back pain. The decision was made to do a work up which included a cat scan. The cat scan showed a distal type I endoleak from the ipsilateral limb of the bifurcated stent graft on the right side; however, this was not related to the back pain. The patient was brought back the next day and the right hypogastric artery was coiled followed extension of the ipsilateral limb into the right external iliac artery with a 16x16x124 endurant limb and this successfully resolved the endoleak. The endoleak was attributed to disease progression where the right distal iliac artery had enlarged 25 mm in diameter. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Disease progression, dilatation of the right iliac artery. Conclusion: endoleak. Disease progression, dilatation of the right iliac artery.